Manufacturer narrative:
The complaint device is not available for a physical evaluation and no further information is available to determine a root cause for this failure. From the description of the event, it is possible that excess suture tension was applied causing the suture bridge to break. A batch record review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
The sales rep reported that during a rotator cuff procedure when the customer's 4.5 healix advance br with orthocord was implanted, the surgeon went to pull the suture and the suture bar popped through the medial of the anchor. The sales rep stated that the surgeon completed the procedure by using another like device and leaving the previous anchor in but had to create a new bone hole next to the previous bone hole to implant the new anchor. The sales rep reported that there were no patient consequences but there was a 15 minute delay in the procedure. The sales rep was not present for the case therefore could not provide any further information. The device will not be returning for evaluation.